Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant devices: guide wire: bmw universal ii, tx-r; guide cath: launcher 6f jr4. (B)(4): incorrect preparation. The inability to advance / cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support and/or previously implanted stents; and is typically not associated with a product quality deficiency. In this case, it is possible that the reported mildly tortuous, moderately calcified and 100% stenosed lesion may have contributed to the reported difficulties. Additionally, factors that may contribute to balloon material ruptures include, but are not limited to, balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, insufficient preparation prior to use, and / or interaction with the lesion/anatomy, a previously implanted stent, guiding catheter, guide wire and other accessory devices. In this case, it is possible that the balloon material was damaged during interactions with the reported mildly tortuous, moderately calcified and 100% stenosed lesion, such that the balloon ruptured during the second inflation attempt; however, this could not be confirmed. In addition, it was reported that the balloon was not soaked prior to use. It should be noted that the mini trek instructions for use (IFU) states: submerge the balloon in heparinized normal saline during balloon preparation to activate the coating. It appears that the use error likely contributed to the reported complaint and not a product quality deficiency. Since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. There is no evidence to suggest a potential product deficiency. To help ensure this type of damage is not the result of a manufacturing deficiency, all catheters are 100% visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all catheters are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure (rbp) and balloon integrity prior to release. The device lot history record was reviewed and query for similar incidents was performed for this lot and there is no indication of a product quality deficiency. In this case, it is possible that the failure to advance / cross the lesion and subsequent balloon rupture may have occurred as a result of interactions with the reported mildly tortuous, moderately calcified and 100% stenosed lesion; however, this could not be confirmed.

Event description:
It was reported that the procedure was to treat a totally occluded lesion in the proximal right coronary artery with mild tortuosity and moderate calcification. A guide wire was placed and the 1.2 x 12 mini trek was advanced. During advancement, resistance was noted with the anatomy; therefore, the trek balloon was inflated while advancing in an attempt to cross the lesion. During the second inflation, of 10 atmospheres, a balloon rupture occurred. A non-abbott balloon was attempted to be advanced, but also could not cross the lesion, and the case was abandoned. It was noted that the balloon was not soaked prior to use. There were no adverse patient effects. No additional information was provided.